Event description:
The initial reporter stated they received discrepant creatinine and sodium (na) results on a cobas 6000 c501 module. It was asked, but it is not known if the creatinine and sodium results derive from the same patient sample. Creatinine results: the sample initially resulted in a creatinine value of 77 mol/l. The sample was repeated two times, resulting in values of 95 mol/l and 109 mol/l. The sample was repeated on a second analyzer resulting in a value of 110 mol/l. The questionable result was reported outside of the laboratory. Sodium results: the sample initially resulted in a na value of 179 mmol/l and repeated as 129 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot, na electrode lot, and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer exchanged and readjusted a bent reagent probe. He exchange the rinse tube assy and the detergent tubes and cleaned the ise waste. The analyzer was confirmed to be running back within specifications. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.